Event description:
It was reported that a user of the ilet bionic pancreas contacted support regarding elevated blood glucose, with a reading of 178 mg/dl rising to 183 mg/dl during the call, and received troubleshooting and education on avoiding overtreatment to prevent subsequent lows. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, and no reported medical intervention or hospitalization. Investigation included a review of the event details with user troubleshooting and education. Investigation of this case revealed no device malfunction reported and the cause of hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.